Event description:
It was reported that the patient underwent a full revision due to high impedance. The device has not been received by the manufacturer to date. No other relevant information has been received to date.

Manufacturer narrative:
D4, h4, corrected data: the initial report was inadvertently submitted without providing the device lot number and manufacturer date. This field has been updated to the date of this correction submission for the purposes of this report. H6 - d02, b17. Corrected data: the initial report was inadvertently submitted with code b20 instead of b17, and the code d02 was inadvertently omitted. This field has been updated to the date of this correction submission for purposes of this report.

Event description:
Additional information was received stating x-rays were taken. The suspect device was returned and is pending evaluation. X-rays have not been received by manufacturer to date. No other relevant information has been received to date.

Event description:
Product analysis was completed on the suspect device. One portion of the lead assembly was returned; the electrode array, and tie downs were not returned. Three sets of setscrew marks were observed on the connector pin. The marks provide evidence of a proper mechanical contact between conductive surfaces of both the generator and connector pin, thereby ensuring a good electrical connection to the lead at one point in time. The lead assembly has dried remnants of what appear to have once been body fluids inside the inner and the outer tubing, in some areas. No obvious point of entrance was noted other than the identified tube abraded and torn openings and the abraded/cut end of the returned lead portion. White deposits were observed on the outer silicone tubing at various locations. Abrasions were observed in various areas, likely due to wear. Coils are kinked, and stretched, in some areas, likely occurred during explant procedure. Three abraded openings were observed on outer tubing, likely due to wear. The ring coil was found to be broken; ring inner tube had flat open abrasions, in area of coil break. The ring coil break end was dark, pitted, and showed signs of metal dissolution. Due to the condition of the coil end a fracture mechanism could not be ascertained. Pin inner tube had flat open abrasion near end of outer tubing; bare coil protruded out of opening and re-entered tubing in this area. The end of pin inner tube and coil were cut. The outer tube was also abraded open near end; the end of outer tube was cut. The allegation of ¿high impedance" was confirmed. Other than the tear opening and white deposits, the condition of the returned lead assembly is consistent with conditions that typically exist following an explant procedure. No other relevant information has been received by the manufacturer to date.